Event description:
The customer reported that their device was displaying all three icons (attention, charge-pak, and service wrench). This issue is indicative of a device that would not have sufficient power to provide defibrillation shocks to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and was able to verify the reported failure. Physio observed that a battery cell, designator bt3 was depleted; however the cause of the depleted battery cell could not be conclusively determined. The customer received a replacement device.